Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia after an infusion set dislodged overnight, with continued elevated blood glucose despite a morning site change and meal announcement and noted discomfort at the new infusion site; insulin flow through tubing was verified, the infusion site was changed again with guidance, and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no medical intervention, no backup therapy, no ketone testing, and no alerts or alarms. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed an infusion site issue with unclear definitive cause for the hyperglycemia. It was concluded that the event was related to hyperglycemia with cause unclear, and the user was counseled on infusion set management and learning phase expectations. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.